Event description:
Physician was attempting to deliver one integrity bare metal stent to a severely calcified 20mm lesion in the lcx with 99% stenosis and moderate tortuosity but it could not cross. The physician then attempted to deliver the device with a micro catheter but the edge of the stent hit the catheter and the stent deformed. Another stent was used to treat the patient and the procedure was completed. No health hazard was occurred to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: related to another device ¿ (micro catheter hit against the stent); patient¿s condition affected effectiveness of device (lesion morphology ¿ 99% stenosis, moderate tortuosity and severe calcification); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 99% stenosis, moderate tortuosity and severe calcification); operational context ¿ (micro catheter hit against the stent); unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).